Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of the event is estimated.

Event description:
It was reported the patient's ipg site had opened up. As such, the system was explanted to address the issue.